Event description:
It was reported that during follow up, the left ventricular exhibited loss of capture. The fluoroscopy revealed lead dislodgement. The lead was explanted and replaced. The patients condition was good during and following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.